Event description:
Patient procedure (tee) ultrasound, dr could not see angle and removed probe to exchange with another. While waiting for the other probe pt expired. Probe was sent to MFR for eval. Do not believe probe is cause of this event but sending this report anyway. See scanned page.